Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following was reported via email: they report that in the act of applying pressure for the drug to come out of the syringe, spillage occurs, probably due to a bubble in the body of the syringe. Per report: the ufa operator while he is preparing to dilute the concentrate drug (carboplatin) taken with the syringe, in the bag of physiological solution, probably due to a bubble in the body of the syringe and, in the act of applying pressure for the outlet of the concentrated drug from the syringe, as the piston fails, spillage and contamination of the operator who had correctly worn ppe even if, when removing it / gloves contaminated by the drug contaminate to a very limited extent in space and time, the skin is integrated

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: additional information: annex a code updated to reflect defect observed on the device. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged between the 30ml and 40ml marking, the damage prevents the stopper from properly sealing against the barrel wall, resulting in the leak reported. A device history review was performed for reported lot 2401127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices and no leakage occurred. While we cannot identify a direct issue, based on the damage observed it was determined the damage likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
The following was reported via email: they report that in the act of applying pressure for the drug to come out of the syringe, spillage occurs, probably due to a bubble in the body of the syringe. Per report: the ufa operator while he is preparing to dilute the concentrate drug (carboplatin) taken with the syringe, in the bag of physiological solution, probably due to a bubble in the body of the syringe and, in the act of applying pressure for the outlet of the concentrated drug from the syringe, as the piston fails, spillage and contamination of the operator who had correctly worn ppe even if, when removing it / gloves contaminated by the drug contaminate to a very limited extent in space and time, the skin is integrated can you please ask the customer if the reported leakage occurred in the safety environment: eg. Under a laminar flow hood/ in an isolator = yes, under a vertical laminar flow hood. - was there a crack or visible damage within the syringe barrel? = yes, I verified with my thumb , the inside of the syringe body, at the bubble, was smooth, there were no cracks.